Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the "pressure regulation high" alarm occurred. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician could not duplicate the reported issue. The manufacturer¿s international service technician replaced the da pcba as a preventative measure. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem.the data acquisition (da) pcba was tested and no failures were identified.